Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. The device was received in good condition with scratched screen. The error history log could not be downloaded. The device was started in application, no problems found with beeping. Fm-dp-20085-08 was used to test the back-up capacitor. The device passed the test and alarmed for longer than the required 2 minutes and 30 seconds. The reported issue could not be duplicated; however, the downstream sensor was replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited continuous beeping. No patient consequences were reported. No adverse effects were reported.